Manufacturer narrative:
Batch review performed on 24 june 2015: lot 090242: (B)(4) items manufactured and released on 20 may 2009. No anomalies found related to the problem. To date, all the items of the lot have been sold without any similar reported issue. On 03 june 2015 the (B)(4) made the following comment: only a poor quality pre-revision xray and no explanations are available. From such data, identification of root cause for cup loosening is impossible. The xray does not suggest any evident reason for failure.

Manufacturer narrative:
On 21 august it was prepared a final report with the information already reported into the initial MDR. On the same date it was sent to the intial reported and the case was closed.

Event description:
(B)(4).